Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 4/5. No patient injury or medical intervention was reported at the time of the initial report. The sample was discarded and lot number was unknown. Product surveillance contacted the hp?s caregiver (cg) regarding the system error 2240 alarm. The hp's mother stated she has not had any further problems with this alarm. The lot number was unknown and a companion sample was not available. There was no patient injury or medical intervention reported. No additional information provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was not performed as the lot number was unknown. The root cause investigation is in progress through (B)(4).